Manufacturer narrative:
(B)(4): the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Access was gained using a 4f 3cm introducer sheath. The 80% stenosed target lesion was located in the non calcified and moderately tortuous left antebrachium. The vessel was crossed with a .014"-175cm non bsc guide wire and the 4.0x20/135 4f monorail sterling balloon catheter was advanced without issue. During the first inflation using a non-bsc inflation device, the balloon was inflated to 13atm. During the second inflation, the balloon was inflated to rated burst pressure. During this inflation, it was noted that the inflation device's pressure gauge went down slowly. The balloon catheter was removed and it was noted to have a pinhole at the distal portion of the balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.